Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user fell onto the pump, broke the cartridge inside the pump, and subsequently received an ¿unable to proceed¿ alert during fill tubing, consistent with an occlusion-related malfunction and restart/malfunction alarm; troubleshooting was completed, and the pump ultimately required replacement. Symptoms included no reported changes in blood glucose. Outcomes included no reported clinical impact. Investigation included remote troubleshooting and a dry-run attempt to assess pump function. Investigation of this case revealed a damaged cartridge and an inability to proceed during fill tubing, consistent with a device malfunction at the cartridge/pump interface that necessitated replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage leading to device malfunction.